Event description:
(B)(4). I started getting a rash around my belly, around my vaginal area and inside my vagina. This started in (B)(6) 2015. Since I got the essure, sharp pain my belly all the time.